Event description:
The customer reported that a patient had a suspected ethylene oxide (eto) reaction four minutes into a therapeutic plasma exchange (tpe) procedure. The patient was short of breath and nauseated and his blood pressure dropped 30 mmhg points from systolic blood pressure of 175 to 140. Breathing treatment and zofran for nausea were administered. The patient was transferred to ICU. An x-ray was given and the pulmonologist was consulted. The condition of the patient at the time of the customer call was stable, but still short of breath. The customer ws unable to provide the patient identifier. The disposable set was unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of breathing treatment, zolfran, and x-ray.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto. Per the therapeutic apheresis handbook: (B)(4). Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the patient.